Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the units locking mechanism was found to be damaged (cannot secure the blade) and failed the saw blade coupling check (step #50). It was also observed that the set screw was damaged - threads had come off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified knee surgery, it was observed that the saw attachment device could not tighten the blade on the device. It was further reported that the blades came loose and could not be secured. It was reported that there was a ten minute delay in order to obtain a spare device to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.